Manufacturer narrative:
Investigation summary: 1 sample was received and tested by our quality team with the customer's complaint of packaging damaged. The complaint was immediately verified upon initial visual analyses due to the seal having pressed and melted a syringe into the edge of tray. The manufacturer has been notified of this failure and the root cause has been traced to an operator error and quality control deficiency when loading trays before being sealed and subsequent failure to realize a defective product. Corrective action is not necessary due to the plant's closure since this device was produced. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305540; batch#: 4107109. It was reported that the bd syringe allergy 1ml w/ndl 27x1/2 rb package seal integrity was poor / questionable. The following information was provided by the initial reporter: verbatim: rcc received a complaint via community. Pir attached. One of the syringes in the pack was melted to the seal of the package. It appears the packet was never sealed properly. No patients were affected. Additional information provided: 1. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? A. Yes, I can mail the sample back. The address of our office is (B)(6). 2. Are you able to provide photos of the damaged items? A. Yes, would you like them via email? 3. Can you describe the external condition of the box upon receipt, any signs of mishandling? A. I cannot ¿ these were shipped x1 month ago. 4. Did you notice any unusual sounds or shifting inside the box when handling it? A. No, we noticed that the package was not sealed properly.